Event description:
A distributor in (B)(4) reported that the heater wire pins of an rt225 infant bias flow breathing circuit were too close, causing the pins to bend. This was observed prior to pt use.

Manufacturer narrative:
(B)(4). The rt225 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510 (k) number of that product is k20332. The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for eval. We will provide a follow-up report upon completion of our investigation.